Event description:
The reporter stated that there was leakage from the luer lock. During review of the returned product it was discovered that the female luer lock was split. No pt issues associated with this event.